Event description:
Information was received based on review of a journal article titled, "a randomized controlled trial of kinematically and mechanically aligned total knee replacements" which aimed to compare kinematically aligned total knee arthroplasty performed with patient-specific guides and mechanically aligned total knee arthroplasty performed with conventional instruments, with the null hypothesis that there would be no difference in pain, function or range of movement (rom) at two years post-operatively between the two groups. A secondary hypothesis was that there would be no difference between the two groups as assessed by blood loss, distance walked prior to discharge from hospital, length of stay, and frequency and type of further minor and major operations, using vanguard cr manufactured at biomet. The study consisted of 88 patients with 88 knees (44 kinematically aligned and 44 mechanically aligned) which a mean age of 66 years old. The minimum follow-up was 2 years. ¿there was no statistically significant difference in the proportion of patients requiring further surgery in either group. ¿3 minor operations in the kinematic group: 1 for evacuation of hematoma and 2 for excision of lateral patella. ¿3 minor operations in the mechanical group: 1 for evacuation of hematoma, 1 orif patella fracture and 1 excision of lateral patella. ¿1 major operation in the kinematic group: 1 late revision for infection. ¿1 major operation in the mechanical group: revision for instability. ¿2 patients in the kinematically aligned group required manipulation under anaesthetic, one in a diabetic who had 90o of flexion at 9 weeks postoperatively and the other in a patient with chronic pain syndrome who had 85o of flexion at 9 weeks postop. In 1 patient, in the mechanical group skin sloughing occurred which was treated with local debridement and dressing changes. In this study, the use of a kinematic alignment technique performed with patient-specific guides provided better pain relief and restored better function and rage of movement than the mechanical alignment technique performed with conventional instruments.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. (B)(4). It is likely that these complications have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, under possible adverse effects: "early or late postoperative, infection, and allergic reaction." Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4). This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "a randomized controlled trial of kinematically and mechanically aligned total knee replacements" this report addresses the patient that was identified in the article that experienced late revision for infection. There has been no further information provided and the patient outcome is unknown.